Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Caller reported their ins therapy is not decreasing their pain from day 1, not even 50%. Caller reports they met with a representative on (B)(6) 2026, who did some reprogramming on groups a-c, but patient continues to have pain on both sides, left and right. Caller reported they tried to turn down their stimulation when they are laying down or sitting but feels overstimulation inside. Additional information was received from the manufacturer representative (rep). It was reported that rep met with the patient for this first time in march. Dr asked that the rep just reprogram her. Based on the information that was all that was needed. Rep reprogrammed her to the best of their ability to cover her pain areas and told her to contact the rep if that did not help and they could attempt reprogramming again. They have spoken to her once on the phone since then but it was only to assist her and her husband how to put her device in MRI mode. Over stimulation was never an issue reported to the rep.